Manufacturer narrative:
Additional information: h6. Corrected data: d2a. The reported broken screw could be confirmed as an image was provided by the customer for review. Additional information confirmed the screw and ancillary instruments were compatible with the complaint device; no medical intervention, surgical delay, or adverse patient impact was reported. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Event description:
It was reported that self-tapping axs screw broke while screwing into a chin plate. The head of the screw broke from the shaft while inserting. The shaft was not removable.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.